Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: why is it believed that the anvil was moving as the anvil would have been intraluminal during firing process? Sorry for confusion, it was not noted in the surgery, after surgery, the surgeon tried again, noted the anvil was moving, and suspect it is related to leakage. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Can you please describe the technique used to fire the device? Experienced. What was the specific location of the hand placement on the device during firing? Handle and firing trigger. Was the device difficult to fire? No. Was the tissue completely cut? Yes. Can more information be provided about the staple form and location of the malformed staples? No. Was it visually confirmed that the washer was cut after the initial firing of the device was complete? Unknown. Were the donuts inspected? If so, please describe. Yes, complete one. What is the current status of the patient? Stable and left from hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58f18. Device evaluation summary the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Further analysis was performed. The primary intent of the analysis was to measure force-to-fire in a lab setting and to determine if malformed staples were noted when fired. This device was received in for further investigation after initial analysis. The device was fired using the force-to-fire equipment, with ils reloads on test skins at the high ¿b¿ setting. (This is a conservative approach for staple formation.) Firings were performed by r&d design engineer. No malformed staples were observed during firing. The washer was cut during the firing stroke. The force-to-fire values were below the specification limit of 146.3 lbs. And within the manufacturing control limits.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why is it believed that the anvil was moving as the anvil would have been intraluminal during firing process? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Can you please describe the technique used to fire the device? What was the specific location of the hand placement on the device during firing? Was the device difficult to fire? Was the tissue completely cut? Can more information be provided about the staple form and location of the malformed staples? Was it visually confirmed that the washer was cut after the initial firing of the device was complete? Were the donuts inspected? If so, please describe. What is the current status of the patient?

Event description:
It was reported: malformed staples. It was reported that during the endoscopic radical resection of ultra-low rectal cancer, noted the anvil was moving which result the jaw gap became bigger, after squeezed down the firing trigger (ptop - plastic to plastic) without audible feedback, noted the staples malformed and anastomotic leakage,closed the pelvis, made a permanent stomy. The patient is stable and in the hospital now. After surgery, the surgery test this device, during the firing, still noted the anvil was moving and the jaw was becoming bigger.